Event description:
(B)(4) . As soon as I was discharged from this procedure I noticed deep back pain. I assumed it from positioning during the insertion process. But it never subsided and would frequently cause debilitating pain. This took place only 6 weeks after the birth of my daughter, so I was not completely connecting the following side effects but began to suspect essure about 6 yrs ago: brain fog unclear thought process, headaches, occasional vertigo. Swollen lower abdomen. Sex drive never resumed after insertion. Negative testosterone levels, elevated estrogen. Abdominal pain, difficult/painful sex. Inflammatory response in lower back causing arthritis like symptoms in the tailbone and lower spine.